Manufacturer narrative:
The technician replaced the foot end brake casters to resolve the issue.

Event description:
Technician alleged that the foot end brake casters swivel when pushed while in brake mode. No pt impact.